Event description:
A consumer implanted for radiculopathy and spinal pain reported they walked through a department store and were embarrassed because the alarms were set off and stimulation increased. The consumer later reported the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.